Event description:
Customer reported observing no sample/diluent at positions in column 7 when running ot htlv I/ii elisa using ortho-clinical. No error message was generated by the instrument. Customer noted that the tip in position 7 was not held correctly. An fse was dispatched and noted that the tip clamp sleeve was stuck to the tip clamp in position 7 along with the ejection pin. Fse replaced the needed parts and performed a pm. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.